Manufacturer narrative:
The involved dialyzer was returned and the technical investigation did not show any malfunction. The dialyzer was found to be within specification. It is possible there was a loose connection of the dialyzer and the blood line. Gambro performed a lot history record check. This lot was produced and tested without any nonconformities. There were 55.440 dialyzers produced and distributed worldwide from this lot number. Gambro performed a complaint history file check. No similar complaint was reported for this lot number.

Event description:
A pt in taiwan was undergoing a dialysis treatment with a polyflux 17l dialyzer. The nurse observed an external blood leak at the venous end of the dialyzer between the dialyzer and blood line. Treatment was stopped and the pt had an estimated blood loss of 300 ml when the blood in the extra corporeal circuit was not returned. Treatment was restarted with a new dialyzer and blood line. The dialyzer was returned to the manufacture and found to be within specification. It is possible there was a loose connection of the dialyzer and blood line.